Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A vibratory alert was received due to high pacing impedance on the right ventricular (rv) lead. The device was interrogated and the capture threshold and pacing impedance were high and out of range. Lead damage was suspected; however, no fluoroscopic examination was performed. On (B)(6) 2020, the lead was capped and replaced with no adverse consequences to the patient.